Event description:
The customer reported via phone call that she had leaks in the reservoir while filling. Customer stated that the leak occurred at the blue transfer guard. Customer stated that the reservoir was discarded and not used. Customer did not disconnect the reservoir from the transfer guard because there was no insulin. Customer never filled the reservoir again. The reservoir will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.